Event description:
Dr did not feel than pt was receiving all of energy from defibrillator. Defibrillator was checked to veriffy output and found to be normal. One week later a darken area under one pad site noted and a circular burned area with blisters corresponding to the edge of pad was note at that other pad site.